Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system ((B)(4)). A follow-up computed tomography (CT) revealed that the ipsilateral leg was kinked. Reportedly, the aortic diameter where the leg kinking occurred was approximately 13.5mm, and this small aortic diameter might have caused the leg kinking. On (B)(6) 2016, the patient was implanted with a bare-metal stent in the kinked portion of the endoprosthesis.